Manufacturer narrative:
(B)(4). The device was sent to the philips bench for evaluation. The issue could not be reproduced. The processor pca and pads cable were replaced. The device passed all testing and was returned to the customer site. We can not determine the cause of the malfunction as multiple parts were replaced.

Event description:
The customer reported a failure to analyze pads ECG. There was no negative patient impact.